Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer and the inner insulation of the lead became breached due to a rupture while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient experienced six inappropriate shocks. A right ventricular (rv) lead alert was triggered for elevated sensing integrity counter (sic). Lead noise due to fracture was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.